Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. No failed battery alerts noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that their insulin pump had a blank display. The customer's blood glucose level was 214 mg/dl at the time of the incident. The customer stated they received a battery failed alarm. Put in a new battery, it gave the same issue, and now the insulin pump will not turn on. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Troubleshooting was completed but did not resolve the issue. The customer called the next day and indicated the insulin pump was now working, but opted to still return the insulin pump for analysis.